Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
L5-s1 spondilolithesis with pseodarthosis of previous l4-s1 fusion surgeon was adjusting screw height after implanting and the head of the poly axial screw became disengaged with the bone screw. We removed the screw and replaced with new one.

Manufacturer narrative:
(B)(4). Visual examination revealed that the polyaxial¿s tulip head had become disassembled from the polyaxial¿s screw shank. The tulip head featured some signs of damage on the face of the tulip head. A notch was also visible on the inner edge of the inner cap. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the polyaxial screw shank becoming disassembled from the tulip head cannot be positively determined. However, a potential root cause may be unanticipated force inadvertently placed on the inner cap and drive feature of the polyaxial screw during tightening, resulting in the tulip head becoming disassembled from the polyaxial screw shank. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.